Manufacturer narrative:
(B)(4).

Event description:
It was reported that "consultant who has used deflux for 20 years encountered two deflux glass syringe breakages in the same procedure. Same injection technique was used as he has always used before." Additional information received on october 16, 2025, indicated that "the patient was under anaesthesia, and the procedure could proceed without awakening the patient. Deflux metal needle was used. Deflux was used to treat vur in a child patient. The flange of the glass syringe broke away under normal injection pressure." Associated mdrs: 3014909464-2025-00061 and 3014909464-2025-00062.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer. The manufacturer reported: "this complaint has been handled and closed as code 3b (broken flange) according to complainant and sample inspection. Inspection of sample: two empty syringes in return. Number of units and lot is in accordance with report. Both syringes have broken-off flanges. Picture: visual inspection has been performed of provided picture in terms of overall appearance. Picture displays two almost empty syringe with broken flanges. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No previous similar reported complaints on the lot. No quality issues found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause: not determined. No further actions will be performed within this complaint, however, the lot is monitored and if relevant, further investigation will be performed." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "consultant who has used deflux for 20 years encountered two deflux glass syringe breakages in the same procedure. Same injection technique was used as he has always used before." Additional information received on october 16, 2025, indicated that "the patient was under anaesthesia, and the procedure could proceed without awakening the patient. Deflux metal needle was used. Deflux was used to treat vur in a child patient. The flange of the glass syringe broke away under normal injection pressure." Associated mdrs: 3014909464-2025-00061.